Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The sample was not returned by the customer to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: device not returned by customer to kimberly-clark.

Event description:
Kimberly-clark received a report stating, "patient was intubated in cardiac or. When transferred to the unit, it was noticed that the tube was intubated at 20cm. It was ordered to be advanced 3-4 additional cm's, however the tube shaft was too soft to advance. " kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).